Manufacturer narrative:
Pending investigation. D10. Concomitants: 16022301 660-01-10 - ossilix / form 10cc calcium phosphate. 4124267 02-012-60-2012 - tru stem ext 20mm x 120mm. 4231073 02-010-06-0250 - tru cc femoral size 5 left. 4243473 208-05-05 - cc distal fem augment sz 5, 5mm. 4417040 02-010-06-0551 - tru post. Aug. Size 5, 5mm. 4417041 02-010-06-0551 - tru post. Aug. Size 5, 5mm. 4845810 02-012-61-4000 - tru offset stem ext coupler, 4mm. 4872346 208-05-05 - cc distal fem augment sz 5, 5mm. 4901712 200-02-38 - three peg patella 38mm. 4954951 02-012-60-1212 - tru stem ext 12mm x 120mm. 5022823 204-70-00 - tibial stem ext. Screw. 5118737 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t.

Event description:
As reported via legal documentation, this patient had left knee revision (B)(6)2017. They had left knee revision on (B)(6)2023, approximately 5 years 2 months after their initial procedure. There was found to be a loose tibial component with a completely loose tibial stem. There was found to be a moderate amount of polyethylene wear within the tibial polyethylene. There was evidence of polyethylene wear and synovial encapsulation. There was a heterotopic bone formed around the patella with a loose patellar component. The patient also had developed a pretibial ganglion cyst due to the loose tibial component rubbing up against the anterior cortex of his mid left tibia. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04460, 1038671-2024-04459. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.